Event description:
It was reported that the arctic sun device had low flow. A functional check showed that the circulation pump was not able to maintain inlet pressure in bypass below a circulation pump command of 60 percentage. Mss discussed this was indicative of a failed circulation pump and requested a quote for the 2000 hour service package. Per biomed on (B)(6) 2022, there was no patient involvement during reported event. A quote had been sent to customer for 2000 hour service. Per sample evaluation, it was reported that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had low flow. A functional check showed that the circulation pump was not able to maintain inlet pressure in bypass below a circulation pump command of 60 percentage. Mss discussed this was indicative of a failed circulation pump and requested a quote for the 2000 hour service package. Per biomed on (B)(6) 2022, there was no patient involvement during reported event. A quote had been sent to customer for 2000 hour service. Per sample evaluation, it was reported that the ac cca card and power module had degraded due to electrical overstress and would be replaced preventatively.